Event description:
Took a flowflex antigen test purchased from target. The test gave my son a faint positive - twice. Tested with ihealth test, which showed negative. Went to (B)(6) for an naat test which also showed negative. Flowflex is not accurate. FDA safety report ID# (B)(4).